Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced cover door was broken lower hinge. Lvp bezel post recall completed. A review of the device history record for sn (B)(4) was performed from the date of manufacture 10/05/2006 to the present date (B)(6) 2020 and note that this device has been returned for service five times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device allegedly had unspecified damage. It was reported there was no patient involvement.